Manufacturer narrative:
The failure for heat was confirmed by the service engineer. The sabo sag head assembly was in need of replacement. The sag head assembly was replaced and the device was returned to the account after passing final inspection.

Event description:
It was reported that the device is overheating during service at the manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.